Event description:
It was reported that pump declared altitude alarm earlier in day while customer was using insulin. There was no adverse impact to the customer's blood glucose level. Customer was able to resume insulin with original cartridge, did not need to replace cartridge, and received guidance from technical support on how to prevent future altitude alarms, which caller understood and acknowledged.